Event description:
The revive stem was implanted on (B)(6) 2019 at st. Joseph's hospital, west bend on (B)(6) 2019 we were notified that the distal stem, 20mm spacer, and the proximal body had become seperated, with a small gapping.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
The revive stem was implanted on (B)(6) 2019 at (B)(6) on (B)(6) 2019 we were notified that the distal stem, 20mm spacer, and the proximal body had become separated, with a small gapping.